Manufacturer narrative:
Note: this catheter was used in a veterinary patient. A review the device history record and inspection record was conducted, and no similar concerns were found. The returned catheter was visually inspected, and it was noted that the tubing was kinked, twisted, and had a slit in one area. Leak testing confirmed the damage in the same area. The exact root cause is unable to be determined; however, possible causes may be related to excess force or mishandling during use. Since this complaint may be related to an event within the user environment, no corrective action will be taken at this time.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
The catheter was placed as usual however, when the nurse attempted to flush it, the saline seeped out of the insertion site in the skin and it would not sample blood back. The nurse pulled the catheter to examine it and discovered a hole in the lumen. Vein in which the catheter was placed was blown and unable to use for a replacement. The nurse needed to go to another site/vein to replace the catheter